Event description:
Country of complaint: (B)(6). Thread broke during surgery (hernia); surgeon indicates needle detached from thread.

Manufacturer narrative:
Mfg site investigation: samples received: 38 unopened pouches. There are no previous complaint of this code batch. There are no units in OEM stock. Tightness test to the samples received has been performed and the units are tight. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Remarks: as indicated in the note/precautionary measures from the instructions for use of the product: when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders. Do not cause the material to be damaged by being crushed or kinked. Needle attachment tests were performed on the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specs of OEM, we take note of this incident in order to assess if new or add'l actions are needed. Corrective/preventive actions: na.